Event description:
It was reported that the patient underwent a hip procedure. Subsequently, the patient was revised for unknown reasons nearly two months post implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 11-301310 arcos con sz a hi 50mm 66018886. 11-301015 arcos sts dist stem 15x250mm 695960. 110024465 g7 dual mobility liner 46mm g 66036116. 110010267 g7 osseoti multihole 58mm g 66195456. 00625006535 bone screw self-tapping 6.5 mm dia. 35 mm length j7520783. 00625006530 bone screw self-tapping 6.5 mm dia. 30 mm length j7728764. 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length j7709996. 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length j7426212. 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length j7698880. 00625006520 bone screw self-tapping 6.5 mm dia. 20 mm length 65624267. 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length j7736903. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10 during the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
It was reported the patient underwent three thrs. The patient was initially implanted with zimmer biomet products on an unknown date. Subsequently, the patient was revised due to subsidence. The taperloc stem was explanted. The patient was revised to a cemented avenir stem. The second revision was due to infection. The patient was revised to a temporary antibiotic spacer and then to a permanent arcos stem. The patient was revised for a third time due to infection. The surgeon explanted the existing implant, cleaned the infection side, and implanted a new component.

Event description:
It was reported the patient underwent three thrs. The patient was initially implanted with zimmer biomet products on an unknown date. Subsequently, the patient was revised due to subsidence. The taperloc stem was explanted. The patient was revised to a cemented avenir stem. The second revision was due to infection. The patient was revised to a temporary antibiotic spacer and then to a permanent arcos stem.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.